Event description:
It was reported that pump displayed malfunction alarm code malf 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not yet reset pump for this malfunction, so technical support provided pump reset instructions, advised customer to perform reset and software update once charging pad was available. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.